Manufacturer narrative:
The customer assessed the situation and requested to have the service request (sr) canceled. The system aspiration was sufficient to complete surgery. There have been no reports of reoccurrence of the issue. With no additional, related information provided, the customer reported event could not be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported poor vacuum during ultrasound mode. The procedure was completed without further issues. Patient harm was not reported.